Event description:
It was reported by service report that the right top rail was broken with sharp edges and it could not be locked in the upright position. No pt involvement or adverse consequences are reported.